Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a capnography module failure and the nut of the capnography probe was jammed. There was no negative patient impact.

Manufacturer narrative:
This complaint was incorrectly stated to be a duplicate of MDR 1218950-2016-00183.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2016-00183 was submitted. Please see the corresponding reports for evaluation data.

Manufacturer narrative:
Information updated. This complaint was incorrectly stated to be a duplicate of MDR 1218950-2016-00183.